Manufacturer narrative:
Sections d9, h3, h4, and h6 codes were updated based on the investigation findings. The reported complaint that the autopulse platform (sn (B)(6) displays user advisory 07 (discrepancy between load 1 and load 2 too large) upon powering up was confirmed in the archive data and during functional testing. The root cause of ua07 was defective load cells, likely due to defective components. A review of the archive data showed multiple instances of user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the complaint. Functional testing failed because the ua07 advisory message was displayed upon powering up the platform, confirming the complaint. The load-sensing system detected a weight/load imbalance between the two load cells during the power-on self-test. A load cell characterization test indicated that both load cell modules were over-reporting. The defective load cells need to be replaced to resolve the complaint. The customer declined the service repair quote. Therefore, service was not performed, and the autopulse platform will be returned to the customer with the label stating, "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (sn (B)(6)) displays user advisory 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.